Manufacturer narrative:
The device (part # cev605gt) was evaluated and indicated that the blade was broken. Blood residue was present in the interior. Considering the presence of blood and the absence of a rupture zone, it was assumed that the instrument was used after its return from the after-sales service and that the breakage was very likely due to an impact/ excessive force in use or other cleaning stages/ sterilization. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4)e. This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).

Event description:
The device (part # cev605gt) was returned to mxi service and repair.